Event description:
Per the clinic, the patient underwent surgery to electively explant the device on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on november 27, 2018. (B)(4).